Event description:
A report was received that the patient was experiencing discomfort due to the location of the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had an ablation procedure and was no longer experiencing pain. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort due to the location of the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort due to the location of the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 19777353, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort due to the location of the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patients device migrated and is causing pain.